Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during sterilization process at user facility that system 6 aseptic housing was broken at the hinges and the door was broken off. Which can expose a non-sterile battery to a sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.